Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other previous similar complaint(s) from this serial number.

Event description:
Customer reported physician contacted them with an incident that happened with a patient¿s PICC line being in the distal right atrium despite the ECG technology not having shown any negative deflections. During follow-up by fa technical support specialist and fa manager, the nurse reported other nurses placing red ECG lead on the thigh, which is not proper placement for usage with sherlock 3cg tcs technology.